Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint samples were evaluated, however, the reported pain could not be confirmed. The returned devices exhibited signs of use and bone cement remains. Radiographic inspection did not identify any abnormalities. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona posterior stabilized cemented narrow femoral component left size 6 catalog #: 42500006001 lot #: 62665221, persona posterior stabilized articular surface left 11mm catalog #: 42511400511 lot #: 62632002. Report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-04683, 3007963827-2019-00308, 0002648920-2019-00790. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and tibial loosening. However, during the revision, the surgeon identified that the tibial component was not loose and was difficult to remove. All components were removed and replaced. No additional patient consequences were reported.